Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of ?alarming intermittently and all lights are lighting up.? (B)(4).

Manufacturer narrative:
The reported condition was confirmed and reproduced due to a faulty mpu (motor processing unit) board. The mpu was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Correction/additional information: the following information was inadvertently omitted in the initial medwatch: the reported condition was duplicated while the pump was infusing through baxter service and interrupted delivery. (B)(4).

Event description:
The facility representative reported an infusor pump with a condition of "alarming intermittently and all lights are lighting up, low battery alarm". This condition occurred during testing in bio-med service. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.